Manufacturer narrative:
Date rec'd by MFR: 29jul2019. The manufacturer's field service engineer confirmed the reported problem. The touchscreen was unable to be calibrated. The manufacturer's field service engineer replaced the touchscreen, then calibrated it. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 29jul2019, date of report : 05aug2019. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause cannot be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer contacted technical support (ts) stating that unit fails touchscreen calibration intermittently. The customer reported there was no patient involvement.